Event description:
New information received notes that the right atrial lead was capped and replaced on (B)(6) 2026. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a pre-discharge evaluation post-procedure. During testing with the programmer, it was noted that the right atrial lead had dislodged which resulted in low sensing and high capture threshold. The lead dislodgement was confirmed by chest x-ray. No intervention was performed. The patient was discharged.

Manufacturer narrative:
Correction: section h11. The correct manufacturer narrative should have been "the reported events were dislodgment, failure to capture, failure to sense, and mode switch. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the helix bent, damaged, and covered with blood / tissue. The helix mechanism test could not be performed due to the helix damaged as received which is consistent with procedural damage. The reported events of inadequate capture and p -wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts." Rather than "the reported events were dislodgment, inadequate capture, and p, wave amplitude. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the helix bent, damaged, and covered with blood / tissue. The helix mechanism test could not be performed due to the helix damaged as received which is consistent with procedural damage. The reported events of inadequate capture and p -wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts."

Event description:
It was reported that the patient presented for a pre-discharge evaluation following the procedure. During testing with the programmer, it was noted that the right atrial lead had dislodged, resulting in low sensing and a high capture threshold. Lead dislodgement was confirmed by chest x-ray, and the lead was revised. Subsequently, the lead was noted to exhibit a failure to sense, loss of capture, and inappropriate mode switching. The lead was explanted and replaced on (B)(6) 2026. The patient was in a stable condition.

Manufacturer narrative:
Correction: section b5, the correct describe event or problem should have been "it was reported that the patient presented for a pre-discharge evaluation following the procedure. During testing with the programmer, it was noted that the right atrial lead had dislodged, resulting in low sensing and a high capture threshold. Lead dislodgement was confirmed by chest x-ray, and the lead was revised. Subsequently, the lead was noted to exhibit a failure to sense, loss of capture, and inappropriate mode switching. The lead was explanted and replaced on (B)(6) 2026. The patient was in a stable condition." Correction: section h10. Related report numbers should have filled with "2017865-2026-01362".

Event description:
New information from the device analysis noted that a complete lead was returned for evaluation. The right atrial lead was explanted and replaced on (B)(6) 2026.

Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and p ¿ wave amplitude. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the helix bent, damaged, and covered with blood / tissue. The helix mechanism test could not be performed due to the helix damaged as received which is consistent with procedural damage. The reported events of inadequate capture and p -wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.